Event description:
Boston scientific received information that this programmer emitted smoke when plugged in and powered on. Additional information obtained from the field which indicated that no one was hurt. The programmer will be returned. No adverse patient effects reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. Boot-up was inconsistent with incorrect power distribution and a part of the internal circuitry was shorted. Evidence suggests unit was dropped/mishandled and the strip chart recorder (scr) had cracked solder. All affected components were replaced. The programmer passed all incoming functional tests.